Event description:
It was reported that the insulin pump is not delivering insulin. Customer stated that the blood glucose reading were fluctuating. Customer experiencing high blood glucose of 371 mg/dl. Six days ago the blood glucose reading was 394 mg/dl. Customer feels sick when she has high blood glucose. When the infusion site is changed, the blood glucose goes down by ten. Customer asked if the insulin pump will alarm if she is not receiving insulin. Customer does not have bent cannulas. The current blood glucose reading is 107 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.